Event description:
Information received by medtronic stated that the insulin pump had a blank display. Customer stated that the insulin pump was exposed to moisture and battery cap was damaged. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged blank display, moisture damage, and broken battery cap found on (B)(6) 2021. The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download trace/history files using thus due to blank display. The pump was cut open to perform visual inspection and corrosion/moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor and force sensor. Blank display and unable to download are due to moisture damage on the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. The pump was received without the original battery cap. Unable to verify battery cap damage due to missing battery cap. The following were noted during physical inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery tube threads, and pillowing keypad overlay blank display is confirmed. Blank display and unable to download due to corrosion/moisture damage on the electronic assembly (pcba 1 and pcba 2). Unable to confirm battery cap damage due to missing battery cap. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.